Event description:
During an in-clinic follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) and right atrial (ra) lead, and device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.